Event description:
Reportedly, a manual transmission was performed on (B)(6) 2024. In the report, the curves related to the atrial and ventricular leads were empty, as well as the patient information.

Manufacturer narrative:
The conclusions are as follows: - an in-clinic follow-up has been performed 3.5 hours before the manual transmission. - a reset of memories has been performed during this in-clinic follow-up. - therefore, the period between the reset of the memories and the manual transmission is too short for the device to display any curve. - based on the available information, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, a manual transmission was performed on (B)(6) 2024. In the report, the curves related to the atrial and ventricular leads were empty, as well as the patient information.